Event description:
It was reported that the cs300 intra-aortic balloon pump iabp unit giving miscellaneous errors errors during set up. No harm to patient .

Manufacturer narrative:
Updated fields - e1 (site country,event site telephone), h6 (type of investigation, investigation findings, investigation conclusions). Corrected field - h6 (health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and found auto fill failure codes in the logs but was unable to duplicate any upon running on the simulator. Fse then performed pm services completed. Full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.